Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl at the time of the incident and was treated with orange juice. The customer stated that they had passed out. The insulin pump was 99.9 percent of the time in auto mode at the time of the incident. The device will not be returned for analysis.